Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes on different days: -96 mg/dl and 245 mg/dl -189 mg/dl and 99 mg/dl -389 mg/dl and 129 mg/dl no adverse event reported. The remaining strips were used; therefore, they could be requested to be returned for product evaluation.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes on different days: -96 mg/dl and 245 mg/dl -189 mg/dl and 99 mg/dl -389 mg/dl and 129 mg/dl. No adverse event reported. The remaining strips were used; therefore, they could not be requested to be returned for product evaluation.